Manufacturer narrative:
The reported event of the rv-lead could not be fully inserted into the connector port was confirmed. Analysis revealed the rv-contact spring was pushed out of the ring slot in the connector by the rv-lead when it was being inserted into the connector during the implant procedure. The spring was pushed down into the mid zones of the connector in front of the lead where it stopped. It was now blocking the lead from being inserted further into the connector port. No epoxy or other foreign material was found on the contact spring loops or in the ring slot that would cause it to be pushed out of the ring slot. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore.

Event description:
It was reported that during surgery, the right ventricular (rv) lead pin would not fully insert into the rv port of the pacemaker header. The pacemaker was replaced and the surgery concluded successfully. The patient was stable throughout the procedure.